Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. The patient presented bone type ii and there is no information about implant replacement at the same surgery.